Manufacturer narrative:
Additional information (22-jan-2026): siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the information provided by the customer. No reagent issues were identified. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse performed a variety of troubleshooting steps on the instrument, replaced both dilution arm pumps, the reagent arm pump, the valve for the reaction washer probe 3, the valve for the reagent mixer wash station, the manifold pump, valve and sensor for reagent arm 1, and the broken fitting for reaction washer probe 3. All of these service actions are considered routine service troubleshooting. The cse resolved the issue by replacing multiple parts over multiple service visits. Siemens is unable to determine which specific action taken by the cse ultimately resolved the issue. The customer is operational. The device is performing within specifications. A potential product issue was not identified. No further evaluation is required. Sections d1, d2, d4, and g1 were updated to reflect the instrument being the impacted device in this complaint. Section h6 has been updated to reflect the investigation. Initial MDR 2432235-2025-00303 was filed on 04-dec-2025.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously elevated calcium_2 (ca_2) patient sample result on an atellica ch 930 analyzer. Siemens healthcare diagnostics is investigating the event.

Event description:
The customer reported they obtained an erroneously elevated calcium_2 (ca_2) result on one (1) patient sample on an atellica ch 930 analyzer. The initial result was not reported to the physician. The same sample was reprocessed on an alternate atellica ch 930 analyzer. A lower result was obtained, considered correct, and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated calcium_2 (ca_2) result.